Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties. To address this, a revision procedure was performed in which the implantable pulse generator (ipg) was removed and replaced. Postoperatively, the patient is doing well. In accordance with facility policy, the explanted device was not released and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.